Manufacturer narrative:
The main component of the system and other applicable components are: product type extension product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the patient¿s doctor was to remove the ins on (B)(6) 2016 and he wanted to talk to someone about what he has to do. The patient had been told by a manufacturer representative (rep) or someone else that the ins was not to be used at five years. The patient reported that stimulation was not helping with the pain in the back and knee. The change in therapy/symptoms was noted to have been gradual. The patient stopped using the ins because it was not working at helping the pain. It also aggravated the left hip and knee. It was noted that the wires were embedded and they were going to leave the leads in the body. The issue began in 2014, a year and a half prior to (B)(6) 2016. Additional information was received from a healthcare professional (h cp). It was noted that the surgeon would be performing a spinal fusion on the patient. The hcp asked about a rep being present at the surgery, and later stated that she would contact the rep covering the area. Additional information was received from the surgeon. It was reported that the spinal fusion was planned for (B)(6) 2016 and he planned to remove the spinal cord stimulator as well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they were going on (B)(6) years in (B)(6). One healthcare professional (hcp) told the patient that they would not remove the wires because they would be better off cutting the wires and taking the battery out given that it is embedded in there and pulling the wire out might cause more damage. The patient went to see a different hcp on wednesday who said that it was nonsense and they would remove the whole thing and everything. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still considering having the implant removed and that another reason for the explant was that it was near expiration and he was not planned to have the ins replaced after removal anyway. It was noted that the patient¿s back pain was bad enough and had gotten worse from hereditary degenerative disease and his job.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.